Manufacturer narrative:
A user facility reported, "1/2 x 3 neuro patties counted, and the pack had 11 when it should have been 10." Deroyal industries, inc. Requested return of the device but it was not available. A supplier corrective action request (scar) will be issued to the supplier. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "1/2 x 3 neuro patties counted, and the pack had 11 when it should have been 10."

Manufacturer narrative:
A user facility reported, "1/2 x 3 neuro patties counted, and the pack had 11 when it should have been 10." Deroyal industries, inc. Requested return of the device, but it was not able to be returned. Deroyal reviewed the work order of the device and no issues were found. An inventory check was also performed on one case of the neurosponges. All pouches had the correct number of sponges and no issues were found. Because this is a purchased part, deroyal did not have a risk analysis to review. A complaint to sales ratio was conducted between may 2023 to may 2025 and found to be (B)(4). A supplier corrective action request (scar) will be issued to the supplier, (B)(4). The supplier reviewed the device history record (DHR) and manufacturing process of the neuro sponges. The work orders for the lot provided were reviewed and no further nonconforming product was found. The product was not returned and there was no work in progress to review. While the root cause was not specifically able to be confirmed because the sample was not returned, it was likely that this malfunction occurred because of an undetected overfill during manual packaging. The supplier reviewed training records and all employees were adequately trained, however the issue was most likely due to human error in the counting. Root cause: while the root cause was not specifically able to be confirmed because the sample was not returned, it was likely that this malfunction occurred because of an undetected overfill during manual packaging. Corrective and preventive actions: because the root cause was unable to be confirmed, the actions taken were based on a potential root cause. This included refresher training for all relevant personnel to emphasize counting steps and visual aids. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.